Manufacturer narrative:
The electrode lot number and expiration date were not provided. The customer cleaned the sipper, performed primes, and ran ise checks which passed. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results from the cobas 8000 cobas ise module. Patient sample 1 initial result was 173 mmol/l and the repeat result was 142 mmol/l. Patient sample 2initial result was 178 mmol/l and the repeat result was 143 mmol/l. Patient sample 3 initial result was 114 mmol/l and the repeat result was 141 mmol/l. The repeat results were obtained from another analyzer and were believed to be correct.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.